Manufacturer narrative:
The small clip applier instrument has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm small clip applier forceps instrument were not setting the clips; they were not closing properly, so the clips were not holding. No clip components remained in the patient. Furthermore, the joint of the forceps dislocated when withdrawn from the trocar. It cannot be pulled out straight but at an angle. This was discovered during the operation, and the instrument was changed; no harm was done to the patient. The procedure was completed with no reported injury.